Manufacturer narrative:
On 22-sept-2021, mentor received additional information regarding the patient¿s symptoms. Left-sided wound infection was observed during the revision surgery. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 275cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. In addition, the patient experienced left-sided device malposition. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021.